Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-01640 / 01641). Device not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately nine years post-implantation due to alleged pain, synovitis, decreased mobility, exotosis lateral greater trochanteric femur, tissue destruction, bone destruction, metal wear, and metal poisoning. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected h6 component code: mechanical (g04) ¿ head a m2a-magnum mod hd sz 48mm, part # 157448 from lot 618450, was returned and evaluated against the complaint. Visual inspection found the head to be assembled with the insert upon receipt. The head is dinged on the rim. Scratching and scuffs were observed on the outer radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.